Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had the device for bladder problems. She believed that the device was interfering with her bowels. She had been experiencing constipation. She was not completely constipated but her stool was hard and difficult to pass but she was able to pass it. The patient was not someone that experienced constipation very often. She wanted to know if the device could interfere with her bowels. The symptoms were sudden. The patient did not know what could have caused the issues, she did not change anything in her diet nor did she make any changes to the program settings. She had been taking a small pill; woman's laxative to help with the constipation. She took one on (B)(6) 2015 and another on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to know the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.